Event description:
The dome portion was detached from the catheter during the traction removal for replacement. It occurred 114 days after placement.

Manufacturer narrative:
The product has been returned to the manufacturer and is currently being evaluated.